Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level as they relied on manual daily injections instead of the pump. Technical support confirmed consecutive cartridge alarm 30 occurrences and decided to replace the pump. Customer was advised to store the pump properly before returning it and will receive a replacement with updated software.